Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (UDI number, catalog number) and PMA/510(k) are unknown. No information has been provided to date.

Event description:
It was reported that a patient replaced five cassettes in the past thirty days due to pump alerts. The patient stated there was a two tone alarm but no message on the pump itself. The patient had similar issues earlier in the year. The patient's pumps were replaced in april for the same issue. It is unknown if theses were reported. This problem has occurred prior to and after receipt of those pumps. The patient can sometimes navigate through the alarm. If she cannot, she prepares a new cassette. Trouble shooting and nursing support offered due to suspected possible user error. The patient disposed of the products after damaging while trying to correct. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. Unknown if malfunction or user error. The reported event occurred while in use with the patient. The patient had additional cassettes and was able to successfully continue the infusion without issue. The infusion was life sustaining. The event was resolved. The event did not cause or contribute to a patient or clinical injury.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.